Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported battery is not charging. There was unknown a patient involvement reported.

Manufacturer narrative:
Device evaluation: request for return from customer was sent, but customer no longer has battery. No further evaluation will be done.

Event description:
The customer reported battery is not charging. There was unknown a patient involvement reported.